Manufacturer narrative:
The device is not required for return to animas.

Event description:
On 02/06/2016, the reporter contacted animas alleging the patient's blood glucose on that day was over 500 mg/dl without signs or symptoms of hyperglycemia. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pump's basal rate settings were recently changed by a healthcare provider. During troubleshooting, it was reported that the pump's time was incorrectly set. There was no allegation or indication of a device malfunction. This complaint is being reported because the reported health event was attributed to a reported use error.